Event description:
Lasik surgery has caused me to have severe ectasia or keratectasia. I was not told that this could be a side effect. Now I will have to live with this the rest of my life. It needs to be corrected.